Event description:
The customer contacted physio-control to report that their device had a service wrench indicator in the readiness display. During device evaluation physio-control observed that the device had logged multiple event codes and was unable to recognize a shockable rhythm. The device would therefore not charge and shock defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly caused the device not to recognize a shockable rhythm. A patient connection was recognized but the device would not recognize a shockable rhythm and would therefore not charge and shock defibrillation energy. Physio-control then evaluated the analog pcb assembly and determined that the cause of the reported issue was due to a capacitor, designator c156 on the analog pcb assembly being shorted. This capacitor, designator c156 on the analog pcb assembly being shorted, caused the voltage at leg 2 of the integrated circuit (ic) chip, designator u15 on the analog pcb assembly to be too low, which then caused the device not to recognize a shockable rhythm. A replacement device was provided to the customer under warranty.